Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module. In addition, we confirmed that the u/d pulley wire fluid damage, the r/l pulley wire fluid damage, the ccd driver pcb fluid damage, the objective prism cloudy (not clear view), the lcb distal cover glass cloudy (not clear view), the lg prong corroded, the operation channel leaky, the us connector cable worn out, and the remote control buttons defective; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).